Event description:
The device was used during a bilateral salpingo oophorectomy. Reportedly, the staples did not fire properly. A new instrument was used to finish the procedure. No pt injury was reported.